Manufacturer narrative:
Candela technical representative verified output calibration, system found to be in specification. No adjustments or servicing found to be required.

Event description:
Two patients observed blistering post-laser treatment. One had blistering on her face after being treated for melasma. The patient is a skin type iii, and had treatment 3 times before with no ill effects. Second patient had blistering in the bikini area after a hair removal treatment. The patient is a skin type iii, and had treatment 5 times before with no ill effects.